Event description:
It was reported that the patient presented for a pre-discharge check. During the capture threshold test, an ECG (electrocardiogram) anomaly was noted due to the link module and the patient experienced loss of capture and asystole. No further intervention was performed. The patient was in stable condition.